Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, d1, d4, g4, h4, h6 (patient and device codes). Investigation: the following allegations have been investigated: tilt, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein prior to surgery. Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "anxiety". Per a computed tomography (CT) abdomen and pelvis without contrast: "...inferior vena cava filter is in place. The filter is straight and upright, however the upper most tip of the filter is tilted anteriorly touching the anterior wall of the inferior vena cava from inside. Also, the tip of the inferior vena cava filter is 1.6 cm above the lowest or the right renal vein. No ectopic location is seen for the inferior vena cava filter. One of the inferior most struts seen posteriorly is touching the anterior inferior part of the l3 vertebra not necessarily going through and through. There are no obvious fractures of the struts seen. Patency of inferior vena cava cannot be judge without an i.v. Contrast".

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen: "findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the proximal cone lies against the ivc wall. Axial image 29. The anterior right strut penetrates 7 mm through the ivc wall. Coronal image 65. The anterior left strut penetrates 10 mm through the ivc wall. Sagittal image 75. The posterior right strut penetrates 10 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 72. The posterior left strut penetrates 7 mm through the ivc wall. Coronal image 66."

Event description:
Patient additionally alleges experiencing "lower extremity pain in legs, kidney failure" and physical limitations due to "pain in lower extremities".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a4, b5, b6, b7, h6 (patient codes). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: kidney failure, pain, physical limitations. Unknown if the reported kidney failure, pain, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006. Approximately 12 years and 4 months after receiving the implant, the patient underwent a computed tomography (CT) scan which revealed that the filter had moved since its implantation as several struts were now perforating through the patient's inferior vena cava (ivc) wall, and had perforated into the vertebrae. Hospital and medical records have been requested, but not yet provided.